Event description:
It was reported that the patient presented for a follow up with an implantable cardiac monitor that exhibited under-sensing and r-wave amplitude variation. Additional information was requested, but not yet received.